Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: degenerative disc disease, stenosis procedure used: transforaminal lumbar interbody fusion levels implant: '5/1' it was reported that intra-op, the cage fractured upon insertion and it was replaced with the cage of same catalog number and lot. The implant broke. There were no patient complications as a result of this event.